Event description:
Reporter alleged blood glucose monitor was cracked at the bottom and when trying to perform a hard reset, the display screen flashes. The mfrs' evaluation dept determined pins 3 and 4 were melted. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.